Event description:
Our distributor reported that a part was missing from an rt106 adult breathing circuit. This was found during their incoming goods inspection. No patient consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor. The product is not sold in the USA but it is similar to a product which is sold in the USA. The device is en route to the manufacturer. A preliminary investigation was carried out based on the event description and results from previous investigations. Results: the component was most likely omitted during our packing process. Our records indicate that no other complaints of this nature have been received for this lot number. Conclusion: our monitoring and trending for this type of event shows a rate of occurrence of 0.0026% worldwide for the last year.